Event description:
The customer stated that she was hospitalized due to hypoglycemia. The blood glucose reading reported at the time of the phone call was 192 mg/dl. Troubleshooting was performed and found that the customer had received an alarm on the insulin pump. The customer stated that she has been taking medications for multiple sclerosis and urinary problems. The programming on the insulin pump was correct. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.